Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6)) shutdown after delivering some compressions was confirmed through archive data and functional testing. Although the customer stated that the autopulse platform shutdown while displaying a black screen with no fault codes, the archive data showed that user advisory 17 (max motor on-time exceeded during active operation) occurred a couple of times on the reported event date, followed by the device shutting down. During functional tests, the display screen never went blank. The root cause of the autopulse platform shutting down was identified as a failed drivetrain motor, likely attributed to the device's aging. The device has a life expectancy of 5 years. The autopulse platform was manufactured in august 2018 and is almost 8 years old. Based on the archive data review, the autopulse platform experienced multiple interruptions in compression due to user advisory 17 (max motor on-time exceeded during active operation). This was followed by the autopulse platform shutting off twice on the event date, confirming the reported complaint. The motor operated for an extended period during active operation, and the autopulse did not achieve the target depth within the specified time. The autopulse platform passed the preliminary functional test without any issues. However, the ua17 advisory was replicated during the run_in test phase. The failed drivetrain motor caused a power surge that quickly drained the battery, resulting in a shutdown during active operation, confirming the reported complaint. After replacing the drivetrain motor assembly, the platform was re-evaluated using the run_in test with the 95% patient test fixture (lrtf) and known test batteries. The test continued until the batteries discharged, and the autopulse platform passed without any faults or errors. Following service, including replacing the drivetrain motor, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. The cardiac arrest was unwitnessed, and its cause is unknown. The autopulse platform performed compressions for 30 seconds before shutting down as if the battery had died. The customer stated that they carried three fully charged batteries, all of which were tried during the rescue. After installing a new fully charged battery, compressions resumed, but the autopulse platform shutdown again after 30 seconds, displaying a black screen with no fault codes. At this point, the customer left the platform in place but removed the lifeband to perform manual compressions for approximately 32 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. According to the customer, the patient's outcome of death was not related to the autopulse system.